Manufacturer narrative:
Follow-up # 1 date of submission 10/29/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed one unexpected pump reboot. During a visual inspection of the pump, the battery compartment was observed to be cracked from the threads down to the case seal. There was moisture corrosion observed in the battery canister. A leak test was performed and failed indicating a battery compartment leak. The returned battery cap¿s threads were undamaged and the battery cap was able to fit and maintain an electrical connection. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The ez-prime steps were performed correctly with no further power interruptions occurring during investigation. The pumps cover was removed and there was no further moisture ingress or intermittent condition found to the power supply circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the pump had lost power. The battery compartment was allegedly cracked and there was reportedly moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.